Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00041, 3002806535-2019-00042. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. Visual inspection of the returned femoral component indicated uneven cement mantle thickness and limited integration of the bone cement with bone whereas the tibial component displayed evidence of good integration, mainly around the keel. Extruded bone cement that was not removed during the surgery was observed posteriorly from both the tibial tray and femoral component. Pitting and scratches visible on the bearing, femoral and tibial components indicate that third body particles may have been present within the joint space. Sub-optimal cementing technique was identified on both tibial and femoral component, however, the loosening of the tibial component could not be confirmed and the exact cause of the revision could not be determined from the information provided in the complaint. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient was revised due to tibial component loosening. The surgeon reported that the cement/bone interface failed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient was revised due to tibial component loosening. The surgeon reported that the cement/bone interface failed.